Manufacturer narrative:
The screw was examined under magnification. There were no noticeable manufacturing defects on the screw that contributed to the fracture of the plate. Additional mdrs associated with this event: 3025141-2017-00046: follow up 1. 3025141-2017-00068: screw 2. 3025141-2017-00069: screw 3. 3025141-2017-00070: screw 4. 3025141-2017-00071: screw 5. 3025141-2017-00072: screw 6. 3025141-2017-00073: screw 7. 3025141-2017-00074: screw 8.

Event description:
An anterior clavicle plate broke post operatively. The plate and eight screws were explanted.